Event description:
It was reported that the device¿s latch lock sensor was faulty. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The device had not been serviced within the review period. Visual and functional tests were performed, and the customer¿s reported problem was duplicated as the latch lock sensor failed to change from ¿none¿ to ¿latched in the closed position. The cause of the reported problem was a faulty lack lock sensor. To solve the problem, the latch lock sensor was replaced. The device passed all functional tests after the repair.